Event description:
The customer reported the system displayed a temperature error code and thereby failed to produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was identified as requiring replacement. Waiting on facility approval for repair. No additional information has been disclosed.